Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to contamination, further specified as the patient had been reusing the minicaps. The patient was not hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. Action with pd therapy was not reported. The patient outcome was reported as "doing fine". It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up the nurse reported the peritonitis was associated with skin bacteria possibly due to contamination incurred through the re-use of the minicaps. Should additional relevant information become available, a supplemental report will be submitted.